Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be operator error, user related (eg: rough handling, use of sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use]: method of use: the device is intended for single use only and is not reusable. [Storage method and expiration date]: storage: store in a dry, cool place away from heat, moisture, and direct sunlight. Expiration date: indicated on the direct package and the outer box." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the outside package and the wrapping sheet were found to be torn before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the outside package and the wrapping sheet were found to be torn before use.